Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2018. The device was returned with the reported fault of ¿red status indicator¿. The fault was traced back to a fractured solder joint of the membrane pcba. This had resulted in the device failing an auto self-test due to a speech chip label mismatch error. The user would have been alerted with a ¿warning, device service required¿ prompt and a flashing red status led, as per the reported fault. The device successfully passed final unit test, on the 23rd october 2018, and the device successfully passed all self-tests up to the 1st march 2020. Therefore, it is assumed the solder joint was making sufficient contact prior to this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. Device red status indicator flashing pad-pak replaced but still flashes red.

Event description:
There was no patient involved in this event. Device red status indicator flashing pad-pak replaced but still flashes red.